Event description:
It was reported that: primus was used on a patient ((B)(6)) between 12.15 h and 14.45 h. During this period, the condition of the patient deteriorated. Users did not trust the pgm gas measurement in this period.

Manufacturer narrative:
No malfunction of the ventilator or gas delivery system was reported or suspected by the users. The pgm gas measurement system was tested on site by a drager service representative and found to meet specification. The pgm log was downloaded and analyzed. The log reveals no hint to a device failure. All calibrations were passed. If the final manufacturer investigation should result in new findings, this will be reported in a follow up report.